Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x38mm synergy stent, it was observed that one of the stent struts was slightly lifted. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, stent damage with the 7th proximal stent strut row lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x38mm synergy stent, it was observed that one of the stent struts was slightly lifted. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.